Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver and unspecified parenteral nutrition, at a rate of 7.5ml/hr, with a vtbi (volume to be infused) of 180ml, and the delivery was started. It was reported that 1.5 hours after the delivery was started, it was noted that the total volume of parenteral nutrition had been delivered. The customer contact indicated that the patient became hyperglycemic and acidotic. No specific values were provided. The patient was treated with an unspecified concentration of sodium bicarbonate and reported intensified dialysis. The device was removed from clinical service. The customer contact reported the patient has recovered from the hyperglycemia and acidosis. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on (B)(4) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.